Event description:
Physician reported, implant rupture. The device has been explanted and replaced with another allergan device. This relates to an unknown side.

Manufacturer narrative:
Continued e.1: phone number: (B)(6), continued e.1: postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.